Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 320119, batch no: 9079908. (B)(4) captures same issue unknown date of occurrence involving three pen-needles. It was reported no insulin flow when priming.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 31g x 5mm bd pen needle without a tear drop label attached. Consumer reported, no insulin flow when priming. The one returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly, and no issues were observed. No evidence of manufacturing defect was observed, therefore, the alleged defect could not be confirmed. A lot history review was carried out and no related non- conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 320119,. Batch no: 9079908. (B)(4) captures same issue unknown date of occurrence involving three pen-needles. It was reported no insulin flow when priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 320119 batch no: 9079908. Pr# (B)(4). Captures same issue unknown date of occurrence involving three pen-needles. It was reported no insulin flow when priming.